Manufacturer narrative:
Summary of event: it was reported, during unspecified pediatric procedures involving gastrostomy-jejunostomy (gj) tube changes and placements, ten to fifteen hiwire hydrophilic wire guides used during the procedures had exposed burrs on the surface with very rough edges. The wire guides were used without incident. Details related to the procedures are unknown. There were no kinks present, but there was concern that the burrs may have been sharp. Investigation evaluation: a review of the instructions for use (IFU) was conducted during the investigation. The complaint devices were not returned, and no photos were provided; therefore, a physical examination of the devices was not possible. The lot number(s) of the devices is not known; therefore, it was not possible to request a supplier investigation into this occurrence. However, during manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The instructions for use (IFU) for the device states the following: ¿before removing the hydrophilic wire guide from its dispenser, inject sterile heparinized saline solution into the luer lock hub of the dispenser. Inject enough solution to fill the dispenser coil. This will completely cover the wire guide surface and activate the hydrophilic coating. Remove the hydrophilic wire guide from its dispenser by gently withdrawing the wire's tip. If the hydrophilic wire guide cannot easily be removed from its dispenser, inject more heparinized saline solution into the dispenser and then try again. Fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the hydrophilic wire guide within the device. When wet with saline solution or blood, the hydrophilic wire guide will become lubricious. Use of sterilized gauze moistened with heparinized saline solution facilitates handling the wire. If movement of the wire within the device becomes diminished, remove the wire guide and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution. Prior to use, inspect for damage. If damaged, do not use.¿ based on the limited information provided and no product return, cook has concluded that a definitive root cause for this event cannot be determined. The risk assessment for this failure mode was reviewed, and no additional escalation actions are recommended or required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. Occupation: interventional radiology supervisor. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during unspecified pediatric procedures involving gastrostomy-jejunostomy (gj) tube changes and placements, ten to fifteen hiwire hydrophilic wire guides used during the procedures had exposed burrs on the surface with very rough edges. The wire guides were used without incident. Details related to the procedures are unknown. There were no kinks present, but there was concern that the burrs may have been sharp. A section of the device did not remain inside any patient¿s body. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence.